Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included all functional testing without duplicating the customer's report. Upon installation of mcu version 20.01, the device powered on normally. The cause of the previous mcu software loss could not be determined; however, premature removal of the sd card during a software upgrade may result in software corruption or deletion. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.